Event description:
The company was notified of an alleged incident that occurred at unk facility and location on (B)(6) 2013. The alleged incident occurred on (B)(6) 2013, and involved a companion 1000 portable liquid oxygen unit and a base companion liquid oxygen reservoir. The alleged incident is described that during a transfill between the portable unit and the base unit, the male-female couplings froze together. The customer admits that the technicians did not follow proper filling procedures. Once the techs could not disengage the two units, the techs forced the portable unit off causing the female coupling to shear off. No injuries or property damage was reported. The base unit also appeared undamaged. The company has detailed filling procedures in the user manual, along with instructions to prevent the couplings from freezing together and instructions on how to safely disengage. Labeling also states that manual must be read before use.